Event description:
The customer reported an unspecified ECG failure. The issue was clarified to be an error 20004 which indicates a pads ECG failure. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported an unspecified ECG failure. The issue was clarified to be an error 20004 which indicates a pads ECG failure. There was no patient involvement. The device was evaluated by both the customer and a philips fse. An error 20004 was noted in the device log. The control pca and ribbon cable were replaced to resolve the issue. The device then passed all required testing. We are unable to determine the cause of the issue as the reported symptom could not be reproduced.